Event description:
The company received a report where it was claimed that a leakage at the cuff was discovered after some hours use. The reporter confirmed that reintubation/recannulation of a replacement tube was required.

Manufacturer narrative:
The sample associated to this report is currently in transit to the manufacturing site for analysis.